Event description:
Report rec'd of an underdelivery. During preventative maintenance testing, the pump delivered a measured volume of 18ml from an unexpected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.